Manufacturer narrative:
Correction: product and related fields updated to proper value.

Manufacturer narrative:
Additional information: describe event or problem updated.

Event description:
It was reported that the surgeon used a non-medtronic acclarent and medtronic micro debreeder instead of medtronic balloon. There was no known impact to patient outcome.

Manufacturer narrative:
Device UDI number and lot number unavailable. Device manufacturing date unavailable. A manufacture representative went to the site to test the equipment. Testing revealed that the system performed as intended.

Event description:
Medtronic received information intra-operatively during a functional endoscopic sinus surgery (fess). The ent rep called in with a surgeon on site during the procedure. It was reported that initially the frontal balloon was not recognized by the system when it was plugged into the axiem ports. The emitter details view showed nothing plugged into the port. It was swapped for a different balloon and the same issue occurred. It occurred on all ports of the system. No other instruments that were plugged into those ports at the time had any issue with tracking or navigating. The issue extended the surgical time by less than 1 hour.